Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). This medwatch report is in response to receipt of maude event report #: mw5080058. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a pericardiectomy procedure on 9/12/2018 and a suture was used. During surgery, the tip of the sternal wire needle was noted to have broken off at the time of sternal closure. The radiological imaging confirmed the presence of the fragment. There were no adverse patient consequences reported. No additional information was provided.